Event description:
It was reported the customer received a low battery alarm. The customer stated they did not receive any weak battery alerts. The customer also does not perform excessive button pressing or frequent backlight use. There was also no unattended alarms. The drive support cap was also not damaged. The customer also reported a crack on the reservoir compartment. No additional information provided.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alarm noted. Pump received with scratched display window, cracked display window corners, cracked reservoir tube lip, missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).